Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred during peritoneal dialysis therapy on the homechoice. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). During a review of the alarm logs of the hardware device, the alarm was discovered to be a system error 2240 (air in line/set). Correction: sample was not returned. Should additional relevant information become available, a supplemental report will be submitted.